Manufacturer narrative:
Investigation: the investigation was carried out visually using a (B)(4). Batch history review: the device quality and manufacturing history records have been checked for available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: after reviewing the surgery video with the responsible marketing colleague we assume the loosening of the clip was caused due to an incorrect cut of the tissue. Most likely the artery/duct has been cut too closed to the clip. According to the IFU it is recommended to leave an area of tissue at least the width of a clip between clip and cutting site. As also noted in the IFU, it is possible that the clip was not closed entirely. This would also cause loosening of the clip. Presumably the incident occurred due to a combination of both suspicions. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a cholecystectomy surgery procedure a (1) pl462su was used to fix the cystic duct and (3) pl462su to fix the artery of the gallbladder (2 clips for the central and 1 clip for the tip). After a few days from this operation, the surgeon confirmed the intra-abdominal hemorrhage. The revision was performed and confirmed that two of the three clips fixed the artery of the gallbladder were loose. While checking the loose clip, the surgeon found that the tips of the clip were closed but the bases of the clips were opened. The surgeon suggest that this is due to the handle of the applier was not grasped completely.